Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 4 months. As such, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.